Manufacturer narrative:
Evaluated three opened and used reservoirs. Inspected snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification.

Event description:
It was reported that the reservoirs are leaking. The blood glucose reading is 152 mg/dl. Customer discovered leaking during the prime process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.